Event description:
It was reported that a revision surgery was performed due to an implant fracture.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon removed the temporary spacer and rod and implanted the nail as planned on (B)(6) 2015.